Manufacturer narrative:
Complaint number: (B)(4). A complaint was immediately made by our field service with the information about the affected products, the process and the effects created. The complaint was made in accordance with the regulations in our quality management systems. The affected batches were checked. No deviations were found. The incoming goods inspection of the affected luer adapter showed no abnormalities. The complaint evaluation showed no complaints relating to the luer, article 450070. As part of the complaint processing, the intended purpose was also included compared to the facts. The customer was informed that the use of the luer adapter in combination with intravenous cannulas from greiner bio-one is not provided. No decision tree available because medical device reporting was done based on authorities request.

Event description:
The beside mentioned medical devices of greiner bio-one were used together with a venflon from a different company during a blood collection procedure, which caused blood leakage at the luer connection.